Manufacturer narrative:
Concomitant product(s): a 250ml baxter bag ndc 0338-0049-02, lot number y231696, exp oct 18, carboplatin and 0.9% nacl; 250ml baxter bag ndc 0338-0049-02, lot number y229328, exp sep 18, 0.9% nacl, therapy date (B)(6)2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that during a secondary infusion of pertuzumab, a leak occurred at the texium on the secondary set where it connected to the smart site of the primary set. There is no patient harm..

Manufacturer narrative:
The customer¿s report of a leak occurred at the texium on the secondary set where it connected to the smart site of the primary set was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No other anomalies or evidence of damage were observed on the sets. Functional and pressure testing resulted in the sets flowing freely and ran with no leaking at the texium. The root cause was not identified.

Event description:
The customer reported that during a secondary pertuzumab infusion, a leak occurred on the secondary tubing where the texium was connected to the proximal smartsite of the primary set. The leak did not touch the patient, however it was reported that staff members were exposed to the chemotherapy, and that a spill kit was used to contain the spill. It was also reported that the spill did lead to a delay in receiving the chemotherapy.

Manufacturer narrative:
Correction: the suspect set was not received and the investigation was performed only on concomitant and unused associated sets.